Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station has a black screen prompting user for credentials but not accepting the user's credentials. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station has a black screen prompting user for credentials but not accepting the user's credentials. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that a black screen was displayed. A field service engineer (fse) replaced the power supply and checked and re-seated the cables connected to the docking board and hard drive. The fse also re-seated the aio (all-in-one) unit. The station was then verified to boot successfully and launch the application as expected. The system functioned as intended after the field service engineer repaired the device.